Event description:
The consumer reported receiving burns to his fingers from the plug of the vaporizer. He was unplugging the unit at the time. The consumer has sought medical attention for his injury.